Manufacturer narrative:
Additional information was requested and provided. Investigation summary: the event unit was not returned for evaluation, however, pictures of the unit were provided. Upon inspection of the pictures, engineering confirmed the cannula shaft was fractured in the z-thread area and noted the fracture appear to be a clean break. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. The exact root cause of this incident could not be determined, however, similar incidents in the past have shown that this incident may have been due to an interruption in the molding process. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, only a photograph was received. Based on the photograph, engineering was able to confirm the complainant's experience. The root cause of the event is likely due to brittle material during the molding process. Applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Robotic hysterectomy - "dr. (B)(6) was using a ctf01 as a camera port for a robotic hysterectomy. After the robot was docked, the assistant tiffany noticed the trocar was leaking air. After pulling the trocar out, they realized the bottom two inches of the trocar had broken off. The patient had a large amount of abdominal fat and they could not find the end of the trocar. They inserted another ctf01 and finished the case. After undocking the robot they were able to find the end of the trocar in the subcutaneous tissue. It was completely removed with no problem. " patient status - "doctor said she will have no problems from this."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic hysterectomy - "dr. (B)(6) was using a ctf01 as a camera port for a robotic hysterectomy. After the robot was docked, the assistant tiffany noticed the trocar was leaking air. After pulling the trocar out, they realized the bottom two inches of the trocar had broken off. The patient had a large amount of abdominal fat and they could not find the end of the trocar. They inserted another ctf01 and finished the case. After undocking the robot they were able to find the end of the trocar in the subcutaneous tissue. It was completely removed with no problem." Patient status: "doctor said she will have no problems from this."